Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013; rvdr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that one month after implant, the patient developed an infection from an unknown source. The implantable pulse generator (ipg) and two leads were explanted and replaced four days later. No further patient complications have been reported as a result of this event.